Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material # 309605, batch # 4297535. It was reported by the customer that the 1 syringe with a foreign particulate, 1 syringe with an interior crack. Verbatim: customer responded on 24- mar. Please add the following issues to this complaint: in addition to the 2 underfilled syringe trays, during the 100% visual inspection, pharmacists observed the following: 1 syringe with a foreign particulate, 1 syringe with an interior crack. The syringes are available for return. An empty api vial is also available for identification and reference purposes, as it may aid in the investigation and identification of the foreign object. Please let me know the final results of your investigation into all of these issues. Customer responded on 31-mar: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? -03-18-2025. 2. Please provide the address of the facility for us to ship the return label- please return shipping label to qa personnel listed, via email.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two samples were provided to the quality team for investigation. One sample was found to have a 1/2" crack in the barrel, which is considered non-conforming per product specifications. The second sample was not evaluated due to contamination concerns. Potential root cause for the barrel cracked defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4297535. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided